Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. The physician was unable to advance the ruby coil through another manufacturer's microcatheter in highly tortuous anatomy. The ruby coil was successfully removed from the patient and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The pet lock was still intact. The ruby coil pusher assembly was kinked at approximately 5.0 cm, 18.0 cm, 36.0 cm, 65.0 cm, 70.0 cm, 72.5 cm, 74.5 cm, 79.0 cm, 106.0 cm, 112.0 cm, and 114.0 cm from the proximal end. The stretch resistant (sr) wire was fractured immediately distal of the proximal constraint sphere, which was still intact with the distal detachment tip (ddt). The coil was damaged approximately 1.5 cm from the proximal end. The introducer sheath was ovalized approximately 9.0 cm from the proximal end. The complaint has been evaluated. The initial complaint indicated that during the case, the physician was unable to advance the ruby coil through a non-penumbra microcatheter. Evaluation of the returned devices revealed that the ruby coil pusher assembly was kinked in multiple locations, the coil was bunched up, and the introducer sheath was ovalized. This type of damage typically occurs due to improper handling of the device during use. Further evaluation revealed that the sr wire of the coil was fractured, and the constraint sphere was still stuck inside the ddt. This type of fracture typically occurs when device is manipulated using forces in excess of the product specification. The non-penumbra microcatheter was not returned for evaluation. Therefore, the root cause of the failure cannot be determined. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.